Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received one photo for investigation. Visual evaluation of the photo confirmed a tube with the hemogard closure assembly detached from the tube. According to the instructions for use (IFU), proper reinsertion of the bd hemogard closure requires placing the closure over the tube, then twisting and pushing down firmly until the stopper is fully reseated. Complete reinsertion is necessary to ensure the closure remains securely attached during handling. In addition, 100 retention samples were visually inspected, confirming that the hemogard closure assemblies were properly assembled and correctly positioned on the tubes. No cocked or misaligned stoppers were identified that could contribute to improper application. Furthermore, 10 retention samples underwent functional testing; all results were within specification limits, and no issues such as loose or separating closures were observed during or after testing. A review of the device history records identified no manufacturing or quality issues, and no related quality notifications were found. All in-process and final inspections met established specification requirements. This complaint has been confirmed for the reported failure mode: stopper function. However, no definitive root cause could be determined. Based on the evaluation of severity and frequency, no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin 65 units, 1 tube closure came off while applying a label to the tube and the sample spilled on the nurse and keyboard. There was no health impact or consequences reported.